Event description:
It was reported that a patient underwent a laparoscopic incisional hernia on (B)(6) 2011 and mesh was used. The patient developed a recurrent hernia on (B)(6) 2012. The patient underwent a second procedure on (B)(6) 2012 and the mesh was removed. The surgeon reported that the mesh had not fully incorporated into the tissue. A different mesh was used to repair the hernia. The patient is reported as stable.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.